Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed and replaced due to an infection. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.